Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as surgical damage. Capsular contracture: unable to observe. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "rupture", then later "grade ii slightly firm capsular contracture". This record is for right side. Device was explanted.

Event description:
Healthcare professional reported "rupture". This record is for right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Provider reported right side "grade ii slightly firm capsular contracture" via op. Report. The device has been explanted and replaced. Partial capsulectomy performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported "rupture". This record is for right side. Device remains implanted.